Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. The fse determined the cause of the problem to be a faulty cpu. The cpu (central processing unit)/ sbc (single-board computer) runs the operating system. The sbc provides overall system control; optional surgical navigation interface; the operating system for video processing/ control and for image management. Failure of the cpu will cause a no boot. This system had an old, obsolete cpu so to fix the issue, the fse had to install an upgrade kit which replaces the cpu and some other components to be compatible with the newer cpu. Fse installed the upgrade kit to restore system functions. Based on age of the system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.